Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120226.

Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing causing inappropriate shock and inappropriate anti-tachycardia pacing. Interrogation also noted that the right ventricular lead exhibited failure to capture and low pacing impedance. The reported lead was explanted. The patient's condition was unknown.